Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the handle bolt was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device evaluated by MFR: device not returned to manufacturer.

Event description:
On 15th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the handle's adapter was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem and h6 component codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the handle bolt was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 15th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the handle's adapter was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h6 component codes: mechanical/fastener/bolt/741. Corrected h6 component codes: mechanical/adapter (adaptor)//431.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the handle's adapter was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was determined that the surgical lamp did not meet the specification at the time of the incident, as the handle¿s adapter should not detach on its own without intention, and the device contributed to the incident in this way. There is no information if at the time when the event occurred the device was or was not being used for patient treatment. Comparing the number of complaints registered to the number of sold devices, we conclude that the failure ratio of the investigated issue is low. A root cause analysis for the issue of missing handle¿s adapter was performed by the manufacturer¿s subject matter experts (sme) and according to their analysis: the results of the torque and tensile tests (report re10-127) shows that the handle can withstand a load of 100 n and comply with the iec standard 60601-2-41 ed 2. The separation of the devon handle was caused by a deterioration of the fixing holes, tearing the threads, due to excessive loads (> 100 n) applied on the handle. To prevent any incident the powerled user manual 01581 rev. 09, page 20 mentions : ¿check the light heads for chipped paint, impact marks and any other damages¿. We believe that if the manufacturer¿s recommendation had been followed the reported situation could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacture reference number ot (B)(4).